Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument was bent and could not be used. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the severely bent instrument grips to be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing vertical misalignment of the grips. There was a 0.058¿ offset at the tips. Additional observation(s) not reported by site was also identified: the large needle driver instrument was found to have a broken grip at the distal end. The carbide insert approximately 0.027" x 0.193" was found to be broken. The broken piece was not returned.